Manufacturer narrative:
The root cause for the patient undergoing a revision surgery due to an alleged infection was unable to be definitively determined. The patient's medical history is unknown. There is always a chance of a patient developing an infection from an invasive surgical procedure such as limb salvage surgery. However, the risk is justified as the alternative in many cases would be amputation of the limb. Device history records and sterilization batch release records were reviewed and no issues during manufacturing or sterilization were identified that would indicate that the manufacturing or sterilization of the involved implants contributed to this complaint.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to an alleged infection. During the revision, the surgeon explanted the following components that contained poly: the tibial poly spacer, the distal femur axial pin, and the tibial baseplate. The surgeon also performed a washout of the infected area.